Event description:
It was reported that the bur guard melted on handpiece. This event occurred prior to use on the pt, and there was no pt adverse consequence. Back up equipment was used to complete the procedure.

Manufacturer narrative:
The drill and guard were received by the manufacturer. The drill was evaluated and was within specification. The failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running.